Event description:
Information received indicates the brake will not hold on the bed.

Manufacturer narrative:
The hill-rom technician replaced the brake/steer caster and the adapter plate to repair the bed.